Event description:
User facility reported that the blue tip (handle) of the gliderite stylet had come off when the anesthetist tried to remove the stylet after intubation. The malfunction did not impact the case nor were there any adverse effects regarding the pt. The device was not made available for investigation.

Manufacturer narrative:
Device not returned.